Event description:
It was reported that the patient received inappropriate shocks due to non-physiologic oversensing, and ventricular lead impedance increased to greater than 3000 ohms. The lead was capped and replaced. No patient complications were reported as a result of this event. Additional information was received in a lawsuit alleging the patient 'experienced inappropriate and/or excessive shocking, fracture, or other injury requiring medical intervention.'

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Notification that this event does not meet the user facility's reporting criteria will be filed internally if it is received after this report is submitted.

Event description:
It was reported that the patient received inappropriate shocks due to non-physiologic oversensing, and ventricular lead impedance increased to greater than 3000 ohms. The lead was capped and replaced. No patient complications were reported as a result of this event.